Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the initial medication count was 114 and the final count was 104, resulting in a discrepancy of approximately 10. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that customer requested to resolve the discrepancy. The technical support specialist (tss) explained the customer that a discrepancy occurs when the entered medication count during a device inventory check does not match the expected quantity. To resolve discrepancies on medstations version 1.6, users must navigate to more > discrepancies from the main menu, select the discrepancy, and review the transaction history. If a miscount is suspected, users with appropriate permissions can recount the medication, update the quantity, and add notes explaining the resolution. A final resolution must be recorded using the resolve option, which requires a witness. If the count differs from the original, a new discrepancy is created. All actions are logged, and a resolved discrepancy slip is printed. The tss advised the user to refer the medstation v1.6 user guide for detailed steps. The customer confirmed the issue was resolved. The system functioned as intended after the customer resolved the issue with guidance of technical support specialist.